Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The investigation results are as follows. The returned locking screw shows that the half of the threaded shaft is worn out, flattened and the green anodized color is abraded. A review of the DHR¿s for the returned parts was researched and no abnormal findings were identified. Manufacturing and inspection records indicated no problems with the lots in question. The implants met the specifications at the time of manufacturing and distributing. The thread height of the locking screw is 0.35mm. The thread on the screw tip side has a glossy surface which is indication of wear. This will reduce the height of the thread and reduce the function of axial advancement by turning the thread. The wear of the screw could have happened during the implantation or removal of the locking screw by friction with the nail. A functional test was performed with the complaint source screw. The locking screw has been implanted and explanted according the expert tibia nail stg dsem/trm/0814/0173(1) in two different materials: bone artificial bone simulation material 6718 (absm 6718); tibia synbone 1143. Result: it was observed on both materials (absm 6718 and tibia synbone 1143) that the locking screw could be removed by unscrewing without any inconveniences. The wear of the screw could have happened during the implantation or removal of the locking screw by friction with the nail. Since no manufacturing related conditions were found and the locking screw passed the functional tests without any inconveniences, we determine this complaint as unconfirmed. Device was used for the treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Due to intra-operative issues, device was not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). (B)(4). Device history record (DHR) review: manufacturing location: (B)(4). Manufacturing date: july 13, 2016. Expiry date: july 01, 2026. Article was sterilized by supplier (B)(4). Non sterile article 04.005.522 was manufactured with lot l045710. No non-conformance reports detected and no failure found. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that the reported locking screw was used in surgery for tibia diaphysis on (B)(6) 2016. The surgeon put a locking screw into the third distal medio-lateral (ml) hole, realized it was a little bit short and tried to extract it so that he thought he could use the screw for another hole. However it was spinning around and he couldn¿t extract it at all. He was through following trial and error process for thirty (30) minutes. He rotated a driver while he was pushing the head up with levator, and also he looked for a place he could loosen the screw. The surgeon experienced the same thing many times when he extracted expert tibia nail (etn) with proximal bend. There is no information available about patient and surgical outcome. There was a surgical prolongation of 30 minutes reported. This is report 1 of 1 for (B)(4).